Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. (B)(4). The manufacturer's service technician could not duplicate the reported event. No issue was observed. The device successfully passed performance specification testing after testing was completed.

Event description:
The customer reported that the tidal volume was not being delivered properly. No patient or user harm was reported. The event date was not specified; estimate used.